Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used in the ureter during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst upon inflation. Reportedly, the physician felt that the balloon was pushed into a sharp stone. The procedure was completed with another occlusion balloon catheter. There were no patient complications reported as a result of this event.